Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported they had ben diagnosed with "hyperglycemic shock" and post operation fluid retention. The pod was worn for more than 48 hours on the arm. The patient sought medical attention at the request of their surgeon. The patient was at a post operation appointment when the medical team realized the patient was experiencing hyperglycemia and fluid retention. The customer was taken by wheelchair to the emergency room where they were admitted into the intensive care unit (ICU) to treat both high bg levels and fluid retention. The patient was treated with an insulin drip. The patient was admitted for 5 days.